Event description:
It was reported that the difference between the customer's actual blood glucose readings and the sensor's readings was significant. The customer's blood glucose level was 338 mg/dl and the customer's sensor showed a reading of 44 mg/dl. Standard troubleshooting as performd. The sensor had been in use for almost 5 days. The customer was advised to change her sensor. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.